Event description:
It was reported that a malfunction alarm occurred, specifically malf 12, which appeared multiple times on the customer's pump. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. To address the issue, technical support arranged for the pump to be replaced, and the customer was advised to continue using the current pump as a backup to ensure insulin delivery is not interrupted.